Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): no anomalies found, however blood was noted on the distal and proximal conductors; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the patient experienced phrenic nerve stimulation when the lead was placed in the distal fixation point. The lead was not used and was replaced. No patient complications have been reported as a result of this event.